Event description:
Following a generator's explant, it was returned to the MFR for analysis. During the eval, a capacitor was found to exhibit a higher current consumption than called for in specifications. The out-of-limit current could have potentially been a contributing factor to the end-of-service (eos) condition found during analysis. As the generator was received in an eos state, the extent to which the increased current consumption may have contributed to a depleted battery cannot be determined. The most probable cause of the failure was damaging voltage transients during the mfg process of the circuit board.